Event description:
It was reported the programmer screen froze in the "medtronic" screen. Programmer was turned on and off with no change. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; hard drive reconfigured and software reloaded to resolve issue. (B)(4).